Event description:
Revision surgery - the patient's shoulder kept dislocating.

Manufacturer narrative:
The reason for this revision surgery was to alleviate a patient joint dislocation after 7 months of use. The patient is reported to have a history of dislocations. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the third complaint against lot number 918fd1037 and all are attributable to dislocations. (B)(4). No definitive information was provided as to the root cause for the patient dislocations. Factors un-related to implants that may cause patient dislocations are degenerative bone, non compliance with surgeon's instructions or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.